Manufacturer narrative:
(B)(4). When reviewing reportable events for enterprise 8000 and enterprise 9000 (both beds have the same safety side system), we were able to establish that this is the 2nd similar event where there is an allegation regarding the patient being injured due to the side panel. There is no trend observed for this failure mode. The product involved in the incident is an enterprise 8000, model 8x23gd113baaaa, serial number (B)(4) which was manufactured on 2014-04-2018 for (B)(4) market. The device history record has been reviewed; no anomalies were recorded on the record at the time of manufacture. The design of the enterprise 8000 bed is that there are two split safety sides on each side of the bed that provide a barrier from the top of the head section to approximately below the knee, leaving a gap at the foot end of the bed which allows the patient to exit the bed when needed. The safety side rails are not intended to restrain patients who make a deliberate attempt to exit the bed. To reduce the risk of injury due to falls, the bed should be left at minimum height when the patient is unattended. Also the age, size and condition of the patient should be assessed by a clinically qualified person in order to ensure that they can use the bed safely. In this particular complaint, we have received the information that clinical personnel assessed the patient and concluded that the usage of safety panel as necessary for this individual. Several people, including the arjohuntleigh representative that visited the customer site, evaluated and tested the bed involved in the incident and were not able to find any failure within the bed or side panel itself. Therefore, the performed evaluation confirmed the initial customer statement regarding the cause of the event not being related with the device. Although one of the customer nursing staff shared a negative opinion regarding the material used for side panels being "too hard"; based on the number of customer complaints with this failure mode and comparing them to the number of sold devices, arjohuntleigh does not see this as a related potential quality issue but rather as a subjective opinion of the individual. The material used to manufactured the safety side is selected to ensure that side panels have enough endurance, durability to withstand forces related with normal usage and that it's meeting the standards required. It was not damaged and causing injury that way. Arjohuntleigh cannot use too soft materials as they will not meet the requirements of side panels intended usage- providing a barrier and protection from falls to the patient. Also it does not appear evident that softer material, when impacted with force, will not lead to the same outcome. In summary, during the incident taking place the device was used for the patient treatment, therefore it somehow played a role in this event by its presence. However, upon the performed investigation we were able to confirm that device did not fail to meet the manufacturer specification and was in fully working condition. Although the sustained injury was not classified as a serious injury, we cannot exclude the possibility that upon the reoccurrence the issue could not lead to the serious injury to the patient. The complaint was decided to be reportable to competent authorities based on the potential. The root cause of this event is related with the patient health condition and his anxious behavior which have resulted in the self-harm. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Initially we were informed that when the customer facility's tissue viability nurse specialist (tvn) came into the room to change the patient's dressing on his left toe amputation she noted that the patient had a deep abrasion on his right leg. According to the tvn the patient had an old wound on that leg and he probably knocked his leg on the side panel as evidenced by blood stains on that part of the bed. Based on additional information received, following has been confirmed: the same nurse, who raised the complaint stated that regardless the initial statement, the wound on the patient leg was a new one in the nurse's opinion, the bed was not at fault. The patient was agitated and lashing out, thereby causing self-harm (as a secondary information, the nurse has also stated that at the same time, the patient had thrown a plate at the window and broke it). The other tvn stated that in her personal opinion the issue was related with too hard plastic used on the safety sides.